Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker presented to the emergency room with a heart rate in the 30s and 40s. The patient reported stimulation. Follow-up testing displayed high threshold measurements, loss of capture and a lead dislodgement was suspected. The device output was increased and capture was obtained. It was reported that the patient had participated in recreational golf activity that day. During the rv lead revision procedure the lead was found to be in the pericardial space. Visual inspection of the pacemaker noted the seal plug was not completely attached. The physician wondered if the seal plug could have damaged the lead and caused it to malfunction. The rv lead was abandoned surgically and replaced with another rv lead. The pacemaker was explanted and replaced.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device header revealed that the atrial tip setscrew seal plug had a hole and body fluid was noted in the seal plug cavity. The atrial and ventricular tip seal plugs were loose. Analysis confirmed that the ventricular ring seal plug lifted up. The root cause of the loose seal plugs was isolated to inadequate seal plug adhesive. Manufacturing enhancements have been implemented to increase the robustness of setscrew seal plug adhesive. A comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. A review of the device memory, including the pace/sense counters and the arrhythmia logbook suggest that the device seal plug issues were not inducing noise or oversensing. The device memory confirmed the ventricular lead impedance values were varying and the threshold measurements were increasing, which may result in the observed loss of capture. The device was explanted due to it nearing the replacement indicator. The electrical function of the device was normal and there was no indication that internal circuit function may have caused or contributed to the clinical observations.

Event description:
The pacemaker was returned to our company for analysis testing.